Event description:
Customer reported smoke from system resulting in evacuation of the entire building. The system in question was shut down and was not being used to treat or diagnose a patient during the event. Customer complains of irritated eyes, throat and headache.